Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped working. It was reported that the insulin pump still did not work after battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies were noted. Power connector plug in and locked in place properly. The device was received with light moisture damage to electronic assemblies. No traces of moisture noted at motor assemblies per visual inspection. The device was received with broken battery tube threads, fading serial number label, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.